Manufacturer narrative:
Results: bd received 7 representative samples for evaluation from same lot# 6069722. Representative samples were evaluated for the failure mode of sleeve leakage. No sleeve leakage was observed and could not confirm customers indicated failure mode . A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6069722. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the back end adapter (rubber sleeve) from a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, was exposed during blood collecting and changing tubes, causing blood leakage. No serious injury, blood to mucous membrane exposure or medical intervention was reported.